Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# l30169, implanted: (B)(6) 1992, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that one of the patient's leads had broken and they had to program around it. No further complications were reported or anticipated. No symptoms were reported.